Event description:
It was reported that the pt experienced the following symptoms: "knots" in the calves at night, legs feel cold to the touch and back pain. The symptoms were noted on (B) (6) 2010. The following morning, a lump was noted on the pt's back above the buttocks. It appeared to be filled with fluid and caused "bad pain". On (B) (6) 2010, the pt presented to the emergency room near his home for a potential abscess at the catheter site. The managing hcp was contacted by the ER physician. He had reported a swollen area close to the pt's pump. The managing hcp provided the contact info of the implanting hcp to the ER physician. The managing hcp indicated that the pt outcome relative to the edema/seroma/hematoma was unk to her. No other info was available. The pump contained lioresal 2000 mcg/ml at a dose of 330 mcg/day. The pt was considering finding a new hcp closer to home.

Manufacturer narrative:
(B) (4).